Event description:
The surgeon fired the device once to the pre-positioning placement, squeezed a second time to approximate the cartridge and anvil. He then squeezed the trigger and the handle would not lock in the fired position so the surgeon held it shut. He then transected the tissue at which point it was observed that no staples were applied. The surgeon subsequently had to perform a low anterior resection.